Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had an episode of non-reproducible right ventricular noise that inhibited pacing noted via remote transmission. The device interpreted this episode as a non-sustained ventricular tachycardia when it was right ventricular lead oversensing. During this episode, patient experienced shortness of breath but was fine before and after the episode. Programming changes were made. Patient was stable.